Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not responsive. It was indicated that the display flex cable was damaged. It was also indicated that multiple external components were damaged, and the system fan was noisy. The programmer was repaired and returned to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus stopped responding despite several replacements. The programmer was returned for service. There was no patient involvement.